Event description:
Implant allegedly "cracked" during implantation. Follow-up findings: as per physician, no pt contact, no pt injury. Damage noted when package opened. Broken device.

Manufacturer narrative:
The device hitory recodrd review revealed fthat this device was manufactured fto requirements and distributed intact. There is no indcation of non conformane. All devices on this production lot passed final inspection which included a 100% visual inspection for tears, cuts and nicks. A microscopic inspection of the "cracked surface" of the returned device noted several serrated openings. These "cracks" and / or openings were probably caused by the mishandling of this device sometime after distribution. The labeling adequately instructs thst these devices are not to be over handled or manipulated